Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):no damage was found to the keypad. The keypad buttons were found to be unresponsive. The bolus button was found to be shorted due to moisture damage. Unrelated to the complaint, the pump case was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The reporter stated that the keypad buttons were not responding to button presses on (B)(6) 2011 while the patient was in school. There was reportedly no damage to the keypad and the patient wore the pump in a pocket and did not clean the pump.